Event description:
Laboratory obtained psa value of 4.0 ng/ml on a post prostatectomy patient on the dimension rxl. Sample was tested with an alternate analyzer and produced a result of 0.4 ng/ml. There were no adverse patient consequences.